Manufacturer narrative:
Analysis of the lead model 3389-40 lot v589283 found all conductors were broken 4.5 cm and 5.0 cm from the proximal end. The lead was cut into three segments, and all circuits were open on the proximal segment. There were no shorts. Analysis of the lead model 3389-40 lot v483065 found all conductors were broken between 3.8 and 4.9 cm from the proximal end. The lead was segmented and all circuits were open on the proximal segment. There were no shorts. The distal end of the lead was bent.

Manufacturer narrative:
Concomitant medical products: lead model 3389s-40 lot# v589283 implanted: (B)(6) 2011 explanted: unknown; lead model 3389s-40 lot# v483065 implanted: (B)(6) 2011 explanted: unknown.

Event description:
It was reported that the patient suffered a sudden loss of stimulation. The physician evaluated the event and confirmed high impedance and no effective stimulation at high output. An x-ray was taken and showed a loss of continuity in two parts of each lead near the jaw bone, close to the connection with the extension. The patient was scheduled to have both leads replaced on (B)(6) 2012. It was reported that there was no patient harm. Patient outcome was reported as "it has no effective stimulation." Additional information has been requested, but was not available as of the date of this report.